Manufacturer narrative:
The initial MDR 2517506-2017-00175 was filed on (B)(6)2017. Additional information ((B)(6) 2017): analysis of the data logs indicated the user performed a manual dilution on the sample. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
Siemens is investigating the event.

Event description:
A discordant, falsely elevated cardiac troponin I result was obtained on a patient sample on a dimension vista 1500 instrument. The initial result received a "above assay range" flag and was not reported out to the physician(s). The customer tested the same sample on an alternate dimension vista instrument (serial number (B)(4)), resulting lower. The customer repeated the same sample on another alternate dimension vista instrument (serial number (B)(4)), resulting lower than the original result. The customer reported out the first alternate instrument's result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated cardiac troponin I result.